Event description:
It was reported that patient complications occurred. The 55 mm x 2.50 mm target lesion was located in the distal circumflex artery. The target lesion was pre-treated with a 2.50 mm x 20 mm wolverine cutting balloon and a semi-compliant balloon angioplasty catheter resulting in 10% residual stenosis and timi flow of 3. Following pre-treatment with the wolverine cutting balloon, a type c dissection was noted. The lesion was then successfully treated with two 2.50 mm x 30 mm agent dcb devices resulting in 0% residual stenosis and timi flow of 3. Following treatment with the agent devices, a type c dissection and no reflow was noted. The patient was discharged from the hospital the same day.